Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the intestinal tracts to treat colon polyps during an endoscopic rectal therapy procedure performed on (B)(6) 2023. During the procedure, the snare was enclosed to the polyp and during fraping, the tip turned clockwise in small circles causing the polyp to crush. They failed to complete the resection, and the specimen was too small to be sent for testing. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.